Event description:
Customer reported nurse was trying to change the rate to 5 mcgs and the pump changed to 500ml/h causing the ICU pt to receive a bolus of norepinephrine. The pt's blood pressure increased to 225 systolic. The pump was shut off and send to biomed. No pt harm reported. No further pt/event info was available.

Manufacturer narrative:
(B)(4): event logs and dataset have been received for investigation. A follow up report will be submitted with the investigation findings.